Manufacturer narrative:
Retainer ring = black. Pump case = ngp. Customer returned device for alleged cosmetic damage located at the retainer ring, no delivery/occlusion alarm - unknown timing, and rewind anomaly found on october 12, 2022. The device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and self test. No motor anomalies or insulin flow blocked alarms were noted during testing. Successfully downloaded history files and traces using thus. Insulin flow blocked alarms during bolus were found in the history files on the event date from 02:17:00.00 to 02:27:00.00. The pump was cut open and found moisture damage on electric board. Test p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: cracked case-corner of belt clip rails, battery tube threads - cracked, pillowing keypad overlay. Cosmetic damage was not confirmed at the retainer ring; however, other cosmetic damage was noted during analysis. Rewind anomaly was not confirmed during testing. Insulin blocked alarm during unknown timing. Insulin flow blocked alarms during bolus noted in pump history download. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported insulin flow block alarms and rewind anomalies for their insulin pump.  No harm requiring medical intervention was reported. It was unknown whether the troubleshooting was performed or not. It was unknown whether the customer will continue or discontinue the use of the device. The product will not be returned for failure analysis.